Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Error code e216 did not occur during inspection and testing. Service found the adhesive on the bending section cover was chipped and peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that error code e216 (scope communication error) occurred when preparing the scope for an unspecified diagnostic procedure. The procedure was completed using another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to foreign material becoming caught between the electrical contacts of the video connector and the electrical contacts of the video system center, and image signal was not transmitting well due to temporary contact failure. The event can be detected/prevented by following the instructions for use which state: "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction." Olympus will continue to monitor field performance for this device.